Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with a scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was unknown. The customer stated that the connection with reservoir compartment was broken and ring was missing. The device will be return for analysis